Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported the pump was being prepped for support and the automated impella controller (aic) would not prime the pump. The aic was exchanged and the pump was primed.

Manufacturer narrative:
The investigation of priming issue has been completed. During the data and device analysis the root cause for the reported priming issue was not able to determine due to inability to reproduce.